Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 300 units of insulin. Reportedly, customer re-filled and re-used previously used cartridges with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue. Subsequently, a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, the cartridge was reloaded and insulin delivery was resumed. There was no reported impact to customer¿s blood glucose.